Manufacturer narrative:
Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the high out of range pace impedance measurements and lead to header connection issue, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements. The cause of the measurements were attributed to a lead to header connection issue as the lead was unable to be fully inserted in the device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No further information is expected, therefore our investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements. The cause of the measurements were attributed to a lead to header connection issue as the lead was unable to be fully inserted in the device. This device remains in service. No adverse patient effects were reported.